Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 487 mg/dl. The customer experienced nausea and was extremely thirsty. The customer was treated for the high blood glucose with insulin pump. The customer stated that reading of the sensor was low compared to the meter reading. It was unknown whether customer using auto mode feature at the time of reported high blood glucose event. The insulin pump was not returned for analysis.